Event description:
It was reported that during the attempted implant of a transcatheter valve, upon 80% deployment, an infold was observed. The valve was subsequently recaptured and withdrawn from the patient, and a new transcatheter valve was attempted. Upon 80% deployment of the second valve, an infold was observed, and the valve was recaptured and withdrawn from the patient. It was noted that the target implant depth when the infolds occurred was 3 millimeters (mm). Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic balloon, and a new valve was used to successfully complete the procedure. Per the physician, the patient's bicuspid native valve contributed to the infolds.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.